Manufacturer narrative:
A similar back-up device was available, and the scheduled procedure was completed without delay. Also, no additional medical treatment or procedure was required. However, over the past two years, richard wolf gmbh has reported three cases of serious injury with a similar fault pattern. In this regard, the current case is being reported as a reportable malfunction.

Event description:
According to the information received, the instrument was found to have a broken tip after the procedure. The user facility sterile processing department discovered the broken part and discarded it. They added that it happened possibly during the decontamination process. There is no report of injury to the patient or other personnel.